Event description:
It was reported that during a da vinci myomectomy procedure, a broken cable was identified on the pk dissecting forceps instrument. The instrument was removed but failed to clear the cannula tip due to the inability to straighten instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable broken at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and the additional finding of tube abrasions with material removed could likely cause or contribute to an adverse event if the failure mode were to recur.